Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Same patient as (B)(4).

Event description:
On an unknown date, the patient did not wear a mask and the area was not clean before starting peritoneal dialysis (pd) therapy causing peritonitis and requiring hospitalization. The patient was treated with a loading dose of vancomycin intraperitoneally (ip) 2 gm (weekly once for two weeks) and fortum ip 250mg in each bag (3x per day) for 14 days. The root cause was did not wear a mask and the area was not clean before starting pd therapy. The outcome was unknown. No additional information was available at the time of this report. This is report 1 of 2 related to this patient.